Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "random occlusion alarm" was not reproduced. Evaluation performed downstream occlusion testing and the device passed. A review of the event history log revealed "downstream occlusion" messages however it cannot confirm if the alarm was true of false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however, the force sensor and tubing guide will be replaced as precautionary. Upstream occlusion testing was not reproduced. A review of the event history log revealed ¿upstream occlusion!" Messages however it cannot confirm if the alarm was true of false. The reported condition was verified. The cause of the condition was the ultrasonic sensor which was found out of specification. The ultrasonic sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a random occlusion alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.